Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
The patient's pedal pulses were found to be absent immediately following uncomplicated deployment of a 6f angio-seal vip vascular closure device, and bleeding occurred at the puncture site. The patient was sent to surgery to have the device removed. The anchor and collagen were found inside the rca. The device was removed and the vessel was surgically repaired. Reportedly, a pre-deployment ultrasound and angiogram were performed and no evidence of disease was noted.